Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cable connecting ECG "c" and ECG "d" was defective, causing the failure. The root cause for the defective cable could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
An electrode belt associated with a non-reportable patient death was investigated and a reportable malfunction was found.